Event description:
Around july 1st I woke with a feeling of my lungs being very irritated. I began to cough and had lung sensitivity and coughing for about three weeks straight. I also developed a sick headache with nausea which continued for about three months. I had no idea what it was. Eventually I was diagnosed with bronchitis and given an antibiotic. I got better from the coughing eventually but the headaches and nausea continued. I was given a muscle relaxant for the headaches but nothing for the nausea. I did not take the muscle relaxant because I did not believe muscle tension to be the problem. Eventually the headaches and nausea dissipated. I did not know about the philips respironics recall in june because I was not notified by the company at all. I was recently having a different problem with my device and only saw the recall on their website about two weeks ago (about october 1st). I then saw that lung issues, headaches and nausea are among the symptoms that have been reported by users of various phillips respironics CPAP devices. I also saw it stated that heat and humidity can make the outgassing of the noxious chemicals worse. All summer I slept without air conditioning and it was very hot and humid. The headaches and nausea abated once the weather got cooler. I strongly suspect my exposure to the outgassing in my CPAP caused me to spend a summer exposed to noxious chemicals which made me ill. Furthermore, I was exposed to these chemicals longer than I should have been. I should have been notified in june when the recall was announced. I would have stopped using the device immediately-- as I did when I finally found out about the recall. Now I am worried about the long-term effects of the outgassing exposure. FDA safety report ID# (B)(4).